Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm returned, and caller acknowledged and understood instructions.